Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient right ventricular (rv) lead exhibited noise problem. No intervention was reported.

Event description:
New information received noted that the lead noise problem was leading to oversensing. No intervention was performed. The patient status was stable.